Event description:
Additional information later received reported that from what the reporter knew the patient was doing well, no complaints.

Event description:
When lifting a heavy pottery item, the patient experienced a popping sensation. She then noticed swelling/hygroma at her original spinal incision and she developed a headache. The patient went to the ER (emergency room) on the date of this report. The patient was admitted to the hospital. A CT scan was done and found the catheter was intact. The patient was discharged to home and was scheduled for a dye study. The patient status was reported as ¿alive-no injury¿. A dye study was done on (B)(6) 2014. On cap (catheter access port) aspiration, it took half an hour to get out 1 ml; it took 10 minutes to push 5 ml of omnipaque through the cap. There was no leak, the myelogram was okay; the catheter had an occlusion. A catheter revision was planned. On (B)(6) 2014, the patient was taken to surgery to investigate the catheter. It was difficult to aspirate the catheter. Once the connector, at the spinal segment connecting to the pump segment, was cut, the catheter flowed freely. The pump segment was also checked; it was flushed with preservative free normal saline before it was reattached to the spinal segment with a new connector. The device system was delivering infumorph. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8782, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the 8782 catheter revealed no significant anomaly, miscellaneous acceptable testing, catheter incomplete/returned in segments. Analysis of the 8780 catheter revealed no significant anomaly, miscellaneous acceptable testing, catheter incomplete/returned in segments.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.